Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory.

Event description:
A manufacturer representative (rep) reported that they opened the lead on date notified and contact 0 was bent, so another lead had to be used. A replacement lead was sent to the rep and there were no related patient symptoms as it never made it in the patient. The patient's indication for implant is parkinson's dual, essential tremor, and movement disorders.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the reduced spacing dbs lead kit lot # va1bwgn found that the lead tip was bent at the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.